Event description:
Patient transferred from ed to heart ctr. (H.c) pt. On IV pump. Took med. Infusion off one pump and put on pump in h.c. Reprogrammed pump. Set for 10 cc/hr. Approx. 80cc left. Infused within approx, an hour. No pt injury known blood counts elevated. Pump tested in house settings at correct rate. Program still showed 46cc should have been left. No fluid noted on floor no problems found with IV tubing.